Event description:
It was reported that 105 stopcocks q-syte red 360deg nonsterile were found with deformations, and 3 stopcocks had loose components. All defects were found before use in lot 0036910. The following information was provided by the initial reporter, translated from japanese to english: during quality inspection,, molding defects (105) and loose connection (3) were found.

Manufacturer narrative:
H.6. Investigation: a device history record review was performed for provided lot number 0036910 and the review did not reveal any detected quality issues during the production process that could have contributed to this reported incident. As neither a picture sample nor a physical sample was available for return, our quality team was unable to complete a thorough sample investigation. Based on the limited investigation results, a manufacturing related cause could not be determined for this incident.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: na. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 105 stopcocks q-syte red 360deg nonsterile were found with deformations, and 3 stopcocks had loose components. All defects were found before use in lot 0036910. The following information was provided by the initial reporter, translated from (B)(6) to english: during quality inspection,, molding defects (105) and loose connection (3) were found.